Event description:
During an intervention in the sigma colon to remove a lesion, clip deployment was mistakenly assumed, while the rings was seen moving forward. Correct clip application was not visually verified, and the target tissue was subsequent resected. The resulting perforation was closed with otsc. The patient recovered without further treatment.

Manufacturer narrative:
Since the affected device was discarded, no technical evaluation was possible, and the analysis based on the information provided by the user. The clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. Bowel perforation is a known procedural complication in the resection of colon lesions. The inspection of the production quality records showed no abnormalities that indicate a product-related defect. Note: this report is a retrospective submission of complaints from the year 2024.